Manufacturer narrative:
Results of evaluation: other (tapered tip-delivery catheter). Other (pending device evaluation). Conclusion: other (pending device evaluation).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was severely calcified arteries. It was reported the stent graft was successfully deployed. Upon removal of the stent graft delivery system, the physician had difficulties retracting the tapered tip into the delivery catheter. The tapered tip got caught on the edge of the graft cover. The physician continued pulling the back end of the delivery system; however, was not able to fully seat the tapered tip into the graft cover. The device was removed from the patient without the tapered tip being fully seated. No intervention was required and the patient was fine.